Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer had jammed and cannot be opened. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 8 was jammed. A field service engineer (fse) attempted to manually release drawer 8, but it remained stuck. The fse then released drawer 7 to access drawer 8 and discovered a broken doxycycline cubie lid jamming it. The fse extracted the broken cubie to restore proper drawer function to resolve the issue. The system functioned as intended after the field service engineer repaired the device.